Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that "the doctor said the wire came out of the device and tangled inside me". The revision occurred on (B)(6) 2019. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they all of a sudden incontinence and needed instruction on how to use patient programmer. Patient said that they were pushing buttons. During call, patient sync with the patient programmer showing stim off. Patient said that they didn't know that stim was off, and that they had also decreased stimulation when they were pushing buttons. It was reviewed to turn therapy on. Patient said that there was a #3 listed next to the navigator key. Patient also said that they were at a higher setting on current program, so it was suggested patient switch to program 3. Patient viewed and then switched to program 3. Patient advised to monitor symptoms on new program and increase slightly if needed. Moreover, patient reported that they had a difficult time finding the implant and so their husband helps them. Patient mentioned that when they felt around in the back and felt something that felt like a tootsie roll. Patient was asked to clarify what they meant and they described it felt like it was in between spine and hip. Patient said that there is a little bit of movement; moves up and down but that there was no mention of discomfort and no issues connecting to implant. Then on (B)(6) 2019, patient reported that they have increased on program 3 however have had a return of symptoms. They mentioned they were on program 3 but hadn't been on program 3 for long. During call, it was discovered that the reason patient was unable to increase was because the ins was off. Patient then turned ins on and increased to 7.4v. And then to 8.5v but felt no stimulation at all. It was reviewed that each patient was different and may not feel stimulation the same. Patient said that they used to feel stimulation strongly but now they didn't feel stimulation at all. Patient ended up changing back to program 4 and increased from 4.0 to 4.5v but still didn't feel stimulation. It was then reviewed that amplitude was increased and ins was turned back on so symptoms may improve. Patient noted that they had fallen a couple times about 2 months ago but didn't remember if this was before or after they stopped feeling stimulation. Patient was redirected to follow up with healthcare professional (hcp) to further discuss if falls and/or increase in stimulation doesn't improve symptom control. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1sj6c, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead, ubd: 2022-06-22, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative via the hcp (healthcare professional): patient had lack o f efficacy. The hcp office interrogated device and impedance readings were all 4000 ohms. Lead coiled and broke after patient fall. Patient stated she fell, and device didn¿t feel the same. It was noted the patient had history of recurrent falls. Lead was coiled up when visualized in or and fractured between the white markings on the lead. Fractured portion of lead could not be retrieved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the device was discarded by the facility. The two white markings on the lead help with determining depth of dilator in relation to leads electrodes and tinns. The provided information was confirmed with the doctor.